Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via email indicating that their insulin pump stopped working. The customer's blood glucose level was unknown at the time of the incident. The customer was not sure what the issue was or if their device was out of warranty. The customer was called back but there was no answer.